Manufacturer narrative:
Product return device was evaluated. The returned tb-0520fcs (lot#94k 08) was evaluated for ¿peek coating came off/peeled off¿ issue. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and the device passed the probe check with no issue noted. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found with normal wear, no metal exposed and no abnormality. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit however, it was determined that there are two small stains and some foreign material. The coating on the probe tip is normal with no signs of peeling. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation, investigation on the return device noted that the users experience during testing and reported issue was not duplicated. No issues were found.

Event description:
It was reported that thunderbeat tb-0520fcs peek coating came/peeled off and fell into the patient during a case. The coating was recovered and procedure was completed with the same device. There was no patient injury/ harm reported.